Manufacturer narrative:
Update from consumer affairs on 7/7/2016: claims representative provided photographs. Claims representative said he did not have a fire department report. Photograph provided shows regular maintenance was performed by the dealer in compliance with the user manual preventative maintenance schedule. The filters were changed on a regular basis. Testing of oxygen concentration levels show acceptable levels. The last recorded preventative maintenance was performed on (B)(6) 2012. Photographs were provided of the irc5lx. There is no visible damage on the shroud of the concentrator consistent with fire damage. There was one small area of the power cord showing a melted area. Unable to verify melted area was caused by a malfunction or external ignition source. Photographs of the house were provided. Small areas of discoloration of the wood in the window sill where the irc5lxwas alleged to be located was noted. No photographs of the curtains were provided. Should additional information become available, a supplemental record will be filed.

Event description:
Notification was sent to invacare alleging that the customer had turned on the unit to "warm up" and when they came back into the room and it was sparking and the curtains were on fire. Customer states they were able to extinguish the fire.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Notification was sent to invacare alleging that the customer had turned on the unit to "warm up" and when they came back into the room and it was sparking and the curtains were on fire. Customer states they were able to extinguish the fire.